Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test. Pump error 63 alarmed during self test and confirmed in device history with variable due to broken trace at pin on keypad assembly. Pump error 53 found in the device history due to software error. Device received with cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had reoccurring pump error alarms. The customer was able to clear the alarm and was able to complete the pump rewind. The self test did not pass and received another pump error during self test. The insulin pump had a crack near the belt clip and battery compartment. The customer stated that the insulin pump had not been communicating with transmitter and not receiving blood glucose meter since it was shut off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.